Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 ('other'). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image was caused by defective cable unit. The cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. No image was present during testing due to a faulty cable unit. Additionally, the number three switch was worn out and the device had experienced a leakage. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus 4k autoclavable camera head was not displaying an image, instead only color bars were present on the monitor. According to the initial reporter, the intended procedure was a laparoscopic cholecystectomy the customer used a spare camera head to continue the procedure. There was no patient harm or consequence reported as a result of this event.